Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing of noise. The patient was sleeping at the time. Technical services reviewed and discussed some testing options. The sensing vector was reprogrammed but the noise continued. The doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects.

Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. The patient was sleeping at the time. Technical services reviewed and discussed some testing options. The sensing vector was reprogrammed but the noise continued. The doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects.